Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14apr2020.

Event description:
The customer reported that the unit was turning on and off by itself. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the occurrence of multiple restart diagnostic codes. The fse also identified that the battery was dead and could not be charged. The fse replaced the power management printed circuit board assembly (pm pcba) and the battery to address the problems. The ventilator successfully passed performance specification testing after the repair was completed.